Event description:
The physician attempted placement of a wavemax stent in the left common iliac during a "bilateral chronic total occlusion (cta) re-canalization of the common iliac to superficial femoral artery (sfa) (off label use)." Reportedly, the physician had successfully placed 3 stents, "some xceed, some wavemax," in the left common iliac. While attempting to cross and place a wavemax stent distal to the previously implanted stents (in the sfa), the stent dislodged from the balloon. The stent "hung up" on the other implanted stents and dislodged. It was reported that the stent "fell off in the right common iliac artery." The dislodged stent was snared and removed from the patient. The physician reported that the outcome of the procedure was "good" and "the patient experienced excellent ankle brachial indices (abi's) post procedure. The physician also reports that the patient, on an unknown date, expired due to an unrelated myocardial infarction (mi). Although requested, no additional patient information was provided.